Event description:
It was reported that during surgery the unit is not working as it should. The graft quality was poor, and motor speed was not right. There was no consequences or impact to the patient, and there was no delay or medical intervention reported.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). The customer has indicated that the product will be returned to repair center and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: review of the most recent repair record identified no repairs related to the reported event. The reporting cutting and motor speed issue could not be replicated; no problem found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.